Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced deterioration of parkinson's symptoms, consistent with disease progression, notable worsening in speech and walking ability. The patient also fiddles with the pump, turns it off and pulls out the cannula. Patient used one bottle of nutridrink daily, and for daily smooth bowel movements, used two sachets of macrogol per day. No further information available.